Event description:
It was reported that the patient with this artificial urinary sphincter (aus) a colorless discharge without any local signs of infection, it was also reported extrusion of one of the tubes. The patient was treated with antibiotics. The aus was explanted. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Updated describe event or problem b5, explant date d6b, and evaluation conclusion codes h6.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) a colorless discharge without any local signs of infection, it was also reported extrusion of one of the tubes. The patient was treated with antibiotics. The aus is currently implanted. There is no additional information reported.